Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient discovered a leaking prefilled cartridge and contacted support. The patient was guided through a full supply change, which was completed without issues. The patient was advised to contact the cartridge manufacturer regarding the leaking cartridge. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.